Event description:
It was reported that the patient experienced pain under her right rib cage, in the back, above the implantable neurostimulator (ins). This was noted to be one of the locations where the patient had pain prior to the implant but the pain was getting "worse". The patient's healthcare provider (hcp) had been informed of the right side pain and she had also been prescribed oxycodone but could not take it because it "messed with her breathing". Prior to being implanted, the patient also had pain on the left side and buttocks, but that pain had not returned. The reporter indicated that the patient did not did not think there was any redness or swelling of the ins site. The reporter stated that the patient was diabetic and had a history of panic attacks. As the reporter described how the patient used her patient programmer, it appeared that the patient was turning stimulation on and off throughout the day. It was indicated that a lot of time had been spent providing instruction on spinal cord stimulation (scs). However, the patient seemed to have difficulty retaining instructions due to her anxiety and panic attacks. The patient was noted to have understood the proper use of the patient programmer after its use was reviewed with her again. It was noted that the patient had had reprogramming done (B)(6) prior to the report and felt stimulation coverage from her low back to both legs. The reporter stated that the patient was going to use her programs at the time and future reprogramming would be set up in the following 2-4 weeks. It was further reported 2 days later that the patient had her first surgery 3 years ago on the right disc and after that, the pain spread on both sides of her back. The device was implanted to help the patient's "entire back area" but was not providing therapy in that area. The reporter indicated that the patient was taking anacin-3 and tylenol to control the pain. On (B)(6) 2012, the patient felt a nip, the pain "grew" and became excessive on (B)(6) prior to the report. It was however stated that the patient hadn't experienced pain the previous week. The reporter stated that stimulation was turning off and the patient was also experiencing stimulation in the wrong location because the patient felt "vibrations" in the liver, kidney, urinary area, experienced tightening of the rectum and heart palpation. The patient was "shaking" and had a "choking" feeling all over the body as well as "tightening" in the entire body. The "vibrations" were reported to be "driving the patient crazy" and she still felt the "vibrations" at a lowest setting of 0.10 v. The patient was also having "a new and unusual feeling" since the implant. The reporter stated that the patient's stimulation was off at the time of the report. About 4 months later, it was reported that the right side of the patient's back hurt, "like a hook in the back". The patient was taking 3 tablets of tylenol but it wasn't helping with the pain. The reporter stated that the patient had x-rays taken on (B)(6) 2012 and the patient was informed that the physician had to "go back in surgically". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type, lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3550-39, lot# n333482, implanted: (B)(6) 2012, product type accessory. (B)(4).